Event description:
A customer reported that they received a reading of 94 mg/dl on their precision xtra meter and made changes to their diabetes medication based on the reading. The customer experienced symptoms of slurred speech, headache, and fatigue. Ems was called and received a reading of 20 mg/dl on an unk brand of blood glucose meter. The time between the adc meter reading and the ems meter reading is unk. An IV solution of glucose was administered to the customer to alleviate the symptoms. There was no report of diagnosis, death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be filed once the investigation is complete.